Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient said they were having problems getting the therapy set. Patient said they had adaptive stim set on it and the clinician changed the program or changed settings on one of the groups. Patient was trying to get the settings for the different positions for their different positions but it was like it locked into the previous settings when they change them it was not the settings they wanted. During the call patient was able to go into the adaptive stim screen and it recognized their position but it did not change the program. Patient noted they had done this for sitting, standing, walking, and reclining but when they went into the bedroom and did the three positions and waited a few minutes to make sure it was in their position and then they would try the next position and lay there for a while and it seemed like it was taking the previous setting when they go back to check it. Patient mentioned that they spent about a half hour this morning changing positions and change in intensities. Patient also mentioned they had to reduce the intensity because of buzzing down their leg. Patient stated they had the therapy adjusted last week over the phone and they turned some things off to try it to see if it worked and they had not noticed any problem until lately. Agent had pt navigate to the intensity screen, but adaptive stim was not shown as an option of the pt to adjust. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that they met with a manufacturer representative and turned cycling off and was then able to see the adaptive stimulation icons. The patient was reprogrammed on all three programs. The patient reduced them to lower the buzzing and was evaluating those changes to determine if they help the hip pain. The patient noted they had no problem reprogramming all the positions if they waited long enough for each to set.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.